Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead has moved. The patient exhibited elevated thresholds and a chest xray showed the lead had moved. The doctor reprogrammed the patient and will continue to monitor.